Event description:
It was reported that the pt is unable to communicate with or charge her ipg. An sjm rep met with her and confirmed the issue. X-ray's have been ordered to check if device has flipped. She is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.